Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent a coronary artery bypass graft procedure on (B)(6) 2019 and suture was used. During the procedure, the suture was detached from the needle easily during use on the muscle layer. There were no adverse consequences to the patient. No additional information was provided.